Manufacturer narrative:
(Phone number): (B)(6). (Fax number): (B)(6). (B)(4). Device photo analysis: visual analysis of the photographs identified a device with red particles in the surface of the shell, the device appears to be with opening and the device is inside of the bag. No labeled by side explanted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Health care professional reported right side device rupture. Health care professional additionally reported pain and difference in size diagnosed by an ultrasound via pfn. Device has been explanted.